Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a crack in the battery compartment, moisture in the battery compartment and inside the pump, and a scratched display screen. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump battery compartment was observed to be cracked; the compartment was examined and corrosion was observed in the battery compartment. The pump display screen was observed to be scratched. The pump was opened and additional moisture damage was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).